Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown patient. It was reported that the patient fell. The cause of the patient¿s fall was undetermined and there were no patient symptoms/injuries related to this event. There were no further complications reported or anticipated.